Manufacturer narrative:
H6: added code 3331, as product history review was completed. H6: code 213 the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore; on (B)(6) 2020, the patient underwent endovascular treatment of a descending thoracic aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system. The patient had undergone a hemiarch replacement before this procedure. Two gore® tag® conformable thoracic stent graft with active control system were implanted distally from a graft of hemiarch replacement. However the distal end of the gore® tag® conformable thoracic stent graft with active control system which implanted most distal side was not able to reach the distal landing zone which located the just above the celiac artery. The physician decided to monitor it because no endoleak was observed. On (B)(6) 2020, a distal type I endoleak was observed. On (B)(6) 2020, a reintervention procedure was performed. A gore® tag® conformable thoracic stent graft with active control system was implanted distally and the endoleak was resolved.